Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to phrenic nerve stimulation in all pacing configurations. This has been a chronic issue with the patient, so the patient was referred for an epicardial lead. This lead was discarded by the hospital and is not expected to be returned. All electrical parameters for the lead were normal except for the phrenic nerve stimulation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.